Manufacturer narrative:
This report is for one (1) unknown expandable corpectomy device (ecd) implant. Part#, lot# and UDI # is not available. Reporter is synthes sales representative this report is for one (1) unknown expandable corpectomy device (ecd) implant. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in ireland as follows: it was reported that on (B)(6) 2018, during an unknown surgery, a holding and expansion device would not detach from an unknown expandable corpectomy device (ecd) implant, therefore causing concern for the surgeon. After trying to manipulate it in several ways to release it, the implant expansion mechanism was jammed. Another unknown implant (slightly larger) had to be used and the same issue presented with the holding and expansion device not releasing. After trying again for some time to release the device from the implant, it eventually disengaged. There was a surgical delay of one (1) hour reported. It was unknown if the surgery was successfully completed. Patient outcome is unknown. This complaint is linked to depuy spine complaints (B)(4). This report is for one (1) unknown expandable corpectomy device (ecd) implant this is report 2 of 2 for (B)(4).